Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The root cause of the material remaining in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had foreign material exiting from the biopsy channel when freshly opened biopsy forceps were passed through the channel. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found ce labels not properly fixed, a cut on switch 1, burn marks and scratches on the forceps passage, loose play on the control knob, peeling and scratches on the distal end plastic cover, objective lens glue peeling, light guide lens glue peeling, cracked bending section cover glue, minor and scratches on the insertion tube, and a scratched light guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue occurred at the end of an esophagogastroduodenoscopy colonoscopy procedure. The procedure was completed with a similar device. There was no procedure delay. The procedure was completed using a similar device. The customer cleaned, disinfected, and sterilized the device before being sent to olympus. It is unknown what the foreign material was. There was no delay in the start of precleaning. The customer flushed air/ water nozzle with water and air. The customer flushed the air/water channel with detergent solution. There were no reprocessing concerns.